Event description:
It was reported that patient had staph infection of the knee. Surgeon did an I&d and washout and a poly swap.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #5 cr 15mm insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.